Manufacturer narrative:
Diabetic pt. On vgo (size unknown) for about 30 days reported to valeritas customer care that she went to the emergency room on (B)(6) 2017; her blood sugar level was over 600. The hospital gave her insulin, advised her to drink water, and gave her a medication to make the water pass through her and cleanse her out. Patient takes 4 clicks of bolus for breakfast, lunch, and dinner. On (B)(6) 2017 the patient alleges she was unable to do any clicks at dinner time. After the incident her bg rose to 600. Her bg was at 600 again at 3:30pm on (B)(6) 2017. No further information was provided. The v-go devices were not returned for investigation.

Event description:
Diabetic pt. On vgo (size unknown) for about 30 days reported to valeritas customer care that she went to the emergency room on (B)(6)2017; her blood sugar level was over 600. She did not confirm the cause of the high blood sugar level. The hospital gave her insulin, advised her to drink water, and gave her a medication to make the water pass through her and cleanse her out. Patient takes 4 clicks of bolus for breakfast, lunch, and dinner. On (B)(6) 2017 the patient alleges she was unable to do any clicks at dinner time. After the incident her bg rose to 600. Her bg was at 600 again at 3:30pm on (B)(6) 2017. No further information was provided. The v-go devices were not returned for investigation.